Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient¿s implantable neurostimulator was put in and about 3 months later (confirmed as 2015), the implant stopped working. The patient had been working with a manufacturer representative to get a replacement spinal cord stimulation device or get his current spinal cord stimulation device to work, and ¿almost 2 years for a new battery.¿ the patient wasn¿t sure of the exact dates. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported the patient had worn the recharger from 1:30pm until 10:00am the morning of (B)(6) 2017. The ins had not even filled up to 1/4 full. The rep was going to call the patient services to see if a new recharger was needed. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported the rep called and left the patient a voicemail inquiring about the issue. The patient did not return the call. It was reported the charger would not charge the ins. The patient called their healthcare professional (hcp) to set up a follow up appointment. The patient had been in bed for 3 days and stated they would call the rep when they had time to charge. The rep called the hcp and stated a rep would be at the next appointment. The patient still was unable to charge their ins. It was mentioned the patient may get a nonrechargeable device. No further complications were reported.

Event description:
Information was received from a manufacturer representative (rep) via a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for spinal pain and complex regular pain syndrome type I. The rep got an email from the hcp¿s office stating that the patient cannot charge their ins because it is dead. There was a suspected overdischarge. The rep left a voicemail for the patient to call them to set up an appointment. The issue was not resolved at the time of the report, but the patient was noted to be alive with no injury. Additional information was received from a manufacture representative (rep) on (B)(6) 2017. The rep stated that they left two voicemails for the patient to try to reach out to them with no return of call as of yet. It was reported overdischarge was confirmed. The patient stated they had not charged for a year. The patient had an appointment with the rep scheduled for (B)(6) 2017. The patient was advised to charge, but was told not to attempt to turn on the ins as it could overstimulate. The patient stated they get a better signal when they sit and was going to sit down this evening to charge. The patient stated they would call when the device was 1/4 full so power-on-reset (por) can be cleared. It was stated the patient had charged for 8 hours and still was not charged to 25%. The rep reported seeing a 135 prior to flipping over to a por message. No symptoms or further complications were reported.